Event description:
It was reported that noise was noted on the stored egms. Noise was observed on the rv coil to can on one episode. The noise was reproducible. Lead damage or device issue suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.